Event description:
The alarm is intermittently not audible. Clinician in home tried turning vent off and then on, and the alarms would show up on the screen - but the alarm would not sound (despite alarm volume being turned on). The clinician turned it off and then back on again and the alarm worked. Mom complained it has been doing this for a couple weeks now.